Manufacturer narrative:
According to the operational notes received, the stem involved in the event is an aura ii stem size 5 left. The legal manufacturer of this device is zimmer biomet valence instead of zimmer biomet winterthur. That is why the complaint has been reassigned to zbv. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information which was received on jan 13, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: unknown liner; catalog no#: unknown; lot#: unknown. The manufacturer did receive incident report and image for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.